Event description:
The bed was found near engineering. It did not have any brake functions.sum - replaced the brake and the brake steer casters. The bed now works fine. No injuries nor death reported.